Event description:
It was reported that during unpacking of the localization wire, the tip of the device was noted to have pierced the packaging. The procedure was completed with another device. The device was not used in the patient.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.